Event description:
Patient with a history of breast cancer with mastectomy and placement of silicone breast implants in 2009 at another facility. MRI bilateral breast revealed findings consistent with intra and extracapsular left silicone breast implant rupture. Patient scheduled for surgery for removal of ruptured silicone breast and placement of smooth gel implant. Per pathology report received in formalin is a 303g 12.8x 12.3x 3.5 cm disrupted breast implant with tan, yellow textured outer surface. Wall displays inscription mentor m3 100 cc. There is a 3.5 cm transmural defect identified.